Manufacturer narrative:
Block b3: exact date unknown, explant occurred sometime ago based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(4). Batch: 17204369/17047559. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 serial: batch: 17248764.

Event description:
It was reported that patient underwent an explant procedure due to an unknown reason. No device malfunction suspected. The explanted device components were discarded. No further information has been obtained.